Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on 03/09/2017, that on (B)(6) 2017 the receiver was stuck on initializing screen. There was no report of any injury or medical intervention. No additional event or patient information is available. Complaint device was returned for evaluation. A visual exterior inspection was performed on the receiver and it passed. Receiver powers on with a "call tech support" error. Receiver data logs were downloaded and reviewed, finding multiple screen error alarms, in addition to multiple firmware errors. Based on the finding of multiple firmware errors this is being reported. The complaint was confirmed. The root cause could not be determined post investigation.